Event description:
A voluntary user facility medwatch was received from the customer which stated, "pump set for volume to be infused at 1000ml. Rate set at 305ml/hr. Twenty minutes later pump alarmed bag empty. Rechecked setting, rate still set for 305ml/hr and volume to be infused was 893ml. But the bag was completely empty. Double checked by two other nurses." The customer was contacted for additional info; however, no additional info was available.